Manufacturer narrative:
One (1) actual sample was received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak, clear passage and clamp function testing were performed and a leak at the rf weld at the bag port area was identified. The reported condition was verified. The cause of the condition was found to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) effluent sample bags had leaked on either side of the sample port. This was observed when the nurse was draining the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.